Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer also exhibited high capture threshold measurements and noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer exhibited inappropriate therapy and loss of capture. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.